Event description:
It was reported that 8 pts lost monitoring for 15 mins. The hospital stated an audible alarm was heard, but the source could not be determined. The loss of monitoring was noticed immediately. The event did not contribute to a death or serious injury or require medical intervention by a health care professional. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.